Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On 06/22/2023, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was recently diagnosed with peritonitis (date/specifics not provided). Attempts to obtain additional information (e.g., treatment record, discharge summary, hospital records, medication records) have proven unsuccessful.

Event description:
On 06/22/2023 fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was recently diagnosed with peritonitis (date/specifics not provided). Attempts to obtain additional information (e.g., treatment record, discharge summary, hospital records, medication records) have proven unsuccessful.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the serious adverse event of peritonitis, which warranted hospitalization and antibiotic therapy. Due to the limited information available, the etiology of the patient¿s peritonitis could not be determined. As a result, causality cannot be established. Despite the patient¿s point-of-contact expressing concerns about recent drain complications, there was no indication a fresenius device(s) and/or product(s) was involved in the serious adverse events. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius device(s) and/or product(s) failed to meet user expectations or manufacturer specifications. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum.